Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said that they tried to recharge the ins and were unable to. The hcp did not know the event date but noted the patient had an MRI at their facility on (B)(6) 2024 and the ins was working at that point. The agent redirected the patient to follow-up with the hcp. The patient called back a few days later and said they needed an MRI. They were trying to charge their implant yesterday and they couldn't get the recharger to connect to the stimulator. The patient said the stimulator wasn't doing them any good. They had been taking botox shots for about a year and a half and not using the stimulation. The agent walked the caller through going into the recharging application and placing recharger over implant and connecting to stimulator. At first patient couldn't connect. The patient said they were charging over underwear and jeans. The agent suggested to the patient to charge over just underwear. The patient was then able to connect to the stimulator and it said, "battery 30% charge, therapy off, excellent connection." The patient said yesterday they were charging over jeans too so that was probably the problem. The agent walked the caller through how to connect to stimulator with the handset in the therapy application. The patient got the "power on reset" (por) message. The agent walked the caller through clearing por. The agent helped the patient put the device in MRI mode and it showed fully body eligible. The patient then put the recharger back on and continued to charge. Before hanging up the battery was up to 50%.